Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg 400- upper 500s mg/dl) and the cause was not known. The pump supplies were changed. A pump bolus was delivered to address bg. Tandem technical support assisted the contact with a pump system check and insulin was observed exiting the infusion set tubing. No alerts or alarms were received.